Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the pt and advanced it forward into the lesion. The physician inflated the occlusion balloon and occluded the vessel. The physician inserted and successfully placed the stent. The physician inserted the aspiration catheter and aspirated the vessel. At some point during the procedure the physician noticed that the extension wire had become separated from the occlusion balloon wire resulting in the occlusion balloon remaining inflated. The physician attempted to deflate the occlusion balloon by connecting the adapter and deflating; however, it was unsuccessful. The physician issued the method referenced in the instruction for use and cut the occlusion balloon wire and the occlusion balloon deflated. The device was removed and the pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.